Event description:
During an interventional procedure and during use of a 5f 80cm supertorque guiding catheter, it was reported that the hub of the catheter was detached from the catheter shaft. The procedure was completed successfully with another device. There was no report of patient injury. The device did not separate inside the vascular system of the patient. The device was stored and prepped according to the IFU. The device will be returned for analysis. There was no further information available.

Manufacturer narrative:
Complaint conclusion: a report was received that the hub of a 5f 80cm supertorque guiding catheter detached from its hub during use. The device was exchanged for an unknown device and the procedure successfully completed with no reported patient injury. The site reported that the device had been stored and prepped according to the instructions for use (IFU). The detached part of the device was outside of the patient¿s vasculature and did not require additional intervention to be removed. Attempts to obtain further information have been unsuccessful. A non-sterile cath st 5f mp a2 (I) 80 cm 2sh diagnostic catheter was received for analysis coiled inside a plastic bag. The body shaft of the catheter was received detached from the hub. The hub was received inside a separate small (B)(4) bag. Per visual analysis, the proximal section of unit (where separation occurred) was inspected under vision system and evidence of elongations was observed. (This evidence of elongations suggested that the catheter had been exposed to an excess of torsion/ force applied and this may have caused the observed damage. The outer diameter of the catheter body shaft was measured closed to the proximal area and was found to be within specification. A review of the manufacturing records revealed that this lot of products met specification prior to release. The reported ¿luer hub-separated-during use¿ event was confirmed based on the condition of the device. The exact cause of these findings could not be conclusively determined. However, the evidence of elongations found on the device suggests that there are procedural and handling factors may have contributed to the events. With the information available, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the product analysis nor the DHR review results suggest that the reported failure could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A DHR review was completed and it was found that this lot met the requirements as per the manufacturing plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.